Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that in 2021 an ablation of haglund exostosis and a refixation with achilles speedbridge was performed ((B)(6), surgeon name: (B)(6)). The surgery was finished successfully without complications. After the surgery the patient complained about pain due to a minimal edema in the achilles tendon insertion area. On (B)(6) 2023 an anchor recovery debridement was performed to retrieve the implant from the patient. The surgery was finished successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.